Event description:
Distributor reported that a tracheal tube cuff failed to inflate appropriately during initial deployment of the device, which resulted in removal of the trach tube. It was further reported that this occurrence led to the patient having difficulty breathing, however, no medical intervention was required. Additionally, it was stated that the operator of the device failed to perform a pre-test inspection for defects prior to its use and therefore did not detect device defect prior to the procedure. Following removal of the device, it was noted that the pilot balloon inflated as the cuff deflated while attempting to inflate the cuff (backflow).